Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported that the cage fractured about 4 months after implantation at l5-s1. The device is currently still implanted. It was reported that there were no complications during the initial surgery. No x rays or images were provided. Disc distractions were performed according to standard procedure using the tritanium rasp-distractor. The implant was reported to have been implanted straight without turning in the disc space. Trials were used, disc space was reported to be low, but difficult to say if there was not enough space according to the site. Impactor was not used for final cage positioning and cage was not repositioned. Xia screws were used for supplemental fixation. Disc space compression was used in the final stage of the operation by standard technique. According to the reported information, no extreme maneuvers were done during the initial surgery. Without the device or x ray images, a definite cause cannot be determined. Possible causes include disc space being too tight causing excess force and possible fracture during insertion, patient anatomy, patient post op activity level or fall.

Event description:
It was discovered during patient monitoring that a tritanium pl cage fractured post-operatively. The patient has reported periodic pain in the lumbosacral region. Revision surgery will not be performed.

Manufacturer narrative:
Devices remains implanted.

Event description:
It was discovered during patient monitoring that a tritanium pl cage fractured post-operatively. The patient has reported periodic pain in the lumbosacral region. Revision surgery will not be performed.